Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Although requested, the device has not been returned for evaluation. As a serial number for the device was not provided, the associated device history record was not reviewed. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, there was a capsular bag tear while rotating the iol into position due to a peripheral crack. Though requested, no further information has been provided by the reporting facility.